Event description:
It was reported that the device was explanted after an implant duration of 16.03 months due to unknown reasons. No further details were provided. Information was learned from implant patient registry. On 10/07/10, a response was received from the health-care provider through sales indicating that the device was explanted due to regurgitation. The problem was considered to be an unsatisfactory repair due to technique not due to a malfunction of the device. It was also indicated that the device is unavailable for return as it was discarded by the hospital and no operative report is available..

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Through follow-up with health-care provider (via email), additional information was received. The operative report was requested but has not been provided. Customer letter not requested. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.device was discarded by the hospital.